Event description:
The company received a report that the patient was intubated with the device for operation on the jaw. It was reported that 2.30 hrs following the operation, the patient experienced a pressure increase resulting from a bronchospasm. The patient's jaws were blocked preventing extubation of the tube. The caller reported that the cuff returned to normal pressure after 3.30 hrs and extubation of the device was performed. The caller reported that visual inspection of the tube revealed that the cuff was herniated. Reintubation was not required, as the tube was being removed post operation.

Manufacturer narrative:
(B)(4) is not distributed in the united states; however, there is a device of essentially identical design distributed by covidien in the us. Please refer to 510k# k841872. The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report. See scanned page.